Manufacturer narrative:
Additional information received confirmed the unknown zimmer implant to be tsvtwb10. Lot number was also provided. Implant has not been received by manufacturer yet.

Event description:
Additional information received confirmed unknown zimmer implant to be tsvtwb10.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a driver got stuck in an unknown zimmer implant during placement. Implant came out with its fixture mount attached to the driver. Procedure was completed using another implant.

Manufacturer narrative:
The packaging for one imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. The physical implant reported was not returned for inspection. No pre-existing conditions were noted on the per. The reported implants were tried into unknown tooth sites. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63628671. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63628671) for similar event and no other complaint was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck driver) or product (tsvtwb10). Verification of the implant function could not be performed without return of the implants.

Event description:
No further event information available at the time of this report.